Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to obtain additional information are in progress. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Without the return of the device or additional information, edwards is unable to investigate the root cause for the explant. Should new information be received at a later date, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately three (3) years and one (1) month, was explanted due to unknown reasons. The explanted device was replaced with a 21mm bioprosthetic valve.